Event description:
It was reported through the research article titled ¿surgical treatment of tricuspid valve regurgitation in patients undergoing left ventricular assist device implantation: interim analysis of the tvvad trial¿, that the heartmate 3 left ventricular assist device (lvad) may be related to right heart failure, worsening of valve regurgitation, and death. The patients with preoperative moderate or severe tricuspid regurgitation were randomized to lvad implantation alone (no tricuspid valve surgery), or with concurrent tricuspid valve surgery. The primary end point was the frequency of moderate or severe right heart failure within 6 months after surgery. Inclusion criteria included age of 18 years or older, planned lvad implantation, and evidence of moderate or severe tricuspid regurgitation (tr) on preoperative echocardiogram performed within 1 week before surgery. The primary outcome was moderate or severe right heart failure (rhf) during the first 6 months post-surgery. Secondary outcomes included rates of serious adverse events and degree of postoperative tr. At 6 months, more than half of the patients in the no tricuspid valve surgery (tvs) group had persistent moderate or severe tr. At 6 months, there was no significant difference in the incidence of rhf between the 2 groups. There were 4 deaths in the tvs group: 1 due to rhf, 2 due to respiratory arrest, and 1 due to sepsis from aspergillus pneumonia. There were 7 deaths in the no tvs group: 3 due to rhf, 2 due to refractory ventricular tachycardia, 1 due to sepsis, and 1 due to mesenteric ischemia.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b2: date of death is unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Article title: surgical treatment of tricuspid valve regurgitation in patients undergoing left ventricular assist device implantation: interim analysis of the tvvad trial michelle mendiola et al., j thorac cardiovasc surg 2024;167:1810-20. Https://doi.org/10.1016/j.jtcvs.2022.10.054. Division of cardiothoracic surgery, department of anesthesiology, and division of cardiology, duke university medical center, durham, nc, USA section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. H6: health effect - clinical code- arrythmia e0601. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively determined through this investigation. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of this IFU lists right heart failure, respiratory failure, sepsis, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.